Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Cont.-1258t/75 (B)(4). Review of quality records.

Event description:
An infection was observed during a lv lead revision. The pocket was cleaned and treated with medication. The system remain implanted.